Event description:
It was reported that after a supply change the system displayed a low glucose alert, and the user self-treated with cookies; subsequent measurements showed ilet glucose at 121 mg/dl and a confirmatory fingerstick at 119 mg/dl, with a prior alarm indicating 70 mg/dl. Symptoms included transient low glucose. Outcomes included recovery to target range without medical intervention or hospitalization. Investigation included a review of device performance and user-reported data with troubleshooting and education completed by support. Investigation of this case revealed no device malfunction identified and glucose values consistent with rapid correction after carbohydrate intake. It was concluded that the event was consistent with hypoglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.